Manufacturer narrative:
The lvad was not available for evaluation. A correlation between the device and the reported hemorrhagic stroke and subsequent patient outcome could not be conclusively determined. Bleeding, stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient presented on (B)(6) 2016 with fever and confusion. The patient underwent a cystoscopy the prior day, and was treated with intravenous cefepime for suspected escherichia coli bacteremia that was suspected to be secondary to the procedure. On (B)(6) 2016, the patient became more confused, and a CT of head showed a small subarachnoid hemorrhage. It was reported that the patient¿s mental status worsened, and the patient was subsequently intubated. A head CT performed on (B)(6) 2016 revealed diffuse multiple areas of subarachnoid intracerebral hemorrhage involving the right temporal, parietal, and occipital lobes with extension into the subarachnoid system in the lateral ventricle, with significant midline shift. Neurosurgery deemed the event inoperable and the patient unsalvageable. Support was withdrawn, and the patient expired on (B)(6) 2016.